Event description:
The surgeon implanted a plate silicone lens model aa4204vf and the haptic bent during implantation. The lens was implanted and removed without pt injury. The model and lot numbers of the cartridge and injector were not specified by the facility. The facility believes the lens damage was caused by the injector.